Manufacturer narrative:
(B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results the device was not returned for analysis; therefore, the root cause of the reported coating problem cannot be confirmed. However, a media analysis was performed on the photo submitted by the customer, and it was found that the inner coating of the sheath was peeled. The root causes of the coating problem and inner coating of sheath peeled cannot be established as the product is not available for investigation and it was confirmed to have been disposed by the customer. Based on the available information and in the absence of device return, the root cause of the reported clinical observations cannot be established. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the coating seems to be peeling off. The procedure was completed with another of the same navigator hd access sheath. There were no patient complications reported as a result of this event. The patient outcome following the procedure was reported to be fully recovered. This event has been deemed reportable based on the investigation findings of inner coating of sheath was peeled. Please see device analysis results for full investigation details. Note: a photo showing one navigator hd access sheath was submitted by the customer.